Event description:
A report was made indicating cracks at the charging port near the screws and a missing rubber door, which resulted in debris build-up in the charging port. Consequently, the pump had to be charged more frequently to prevent shutdowns. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.